Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl . Customer's other blood glucose value was 476 mg/dl and 148 mg/dl and 346 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump was not expected to be returned for analysis.